Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the definitive cause for reported atrial perforation and death cannot be determined. The reported patient cardiac perforation (atrial perforation) and death as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Additional information was received which reported that the atrial septal defect (asd) was treated with a closure device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The steerable guide catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is being filed to report the death. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat degenerative mitral regurgitation with a grade of 4. Two clips were implanted, reducing mr to 2. On (B)(6) 2018, the patient died due to pulseless electrical activity. In the physician's opinion, not closing the atrial septal defect (asd) after the initial procedure may have contributed to the death. No additional information was provided.